Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis deflation, left breast capsular contracture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old brazilian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 350cc saline breast prostheses and suffered several unexplained systemic symptoms, including blurred vision, ringing in ears, eyes are not as bright (yellow and red in eye), pressure behind eyes, severe arthritis, joint pain in hands and feet, numbness in hands and feet, neck pain, back pain, shortness of breath, hives on arms and legs, and left breast capsular contracture (baker grade unknown). In addition, a mammogram performed confirmed deflation of the patient¿s left breast prosthesis. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement devices on (B)(6) 2019. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 11/07/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed generalized illness. During visual evaluation of the sample, it was found with no apparent damage. No anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).